Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was cracked, rendering the touchscreen unusable while the pump continued to function and blood glucose management was not affected. Symptoms included no injury or clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included a review of the reported condition and return logistics for device evaluation. Investigation of this device revealed a damaged display component consistent with physical damage to the screen without impact on insulin delivery or control functions. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.